Event description:
Device 3 of 3. Reference MFR report:1627487-2010-08275. Reference MFR report:1627487-2010-08276. The patient received the scs system on (B)(6) 2010. It was reported that the lead had a migration. During the lead revision procedure, the lead anchor was found to be unlocked. The lead was repositioned and the anchor was replaced. When the set screws were removed to take out the leads from the scs ipg, the core of the septum came out and the metal was exposed. The ipg was replaced by the new ipg.

Manufacturer narrative:
Results - during preliminary testing, it was confirmed that the upper septum was missing. A f/u high resolution inspection found the header was damaged at a site where the header and septum join. It was concluded this damage was due to user handling, which resulted in the loose septum. The device was subjected to an electrical automated test using manufacturing specifications and passed. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.